Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the reported telemetry errors resulted from a wrong management of internal data by the programmer. This was visible upon an attempt to save smartcheck test result in device memory. This communication problem was limited to tests saving, and was solved with a new interrogation of the device (occurring after aida programming has ended). Tests saving will operate normally upon the next follow up of the patient. This inadequate management will be corrected in the upcoming version of programming software (smartview (B)(4)).

Event description:
During the implantation of the device involved in this report, it was impossible to communicate with the device after a threshold test was attempted to be saved.